Event description:
It was reported that patient presented at a clinical followup with atrial and ventricular leads that exhibited high and out of range impedance. Physician operated on patient to verify if leads were properly connected to the header. Physician tried to reconnect the leads with the pacemaker several times but the impedance was still higher than acceptable value. Physician replaced the pacemaker. Impedance values for both leads were normal. No adverse consequences reported on the patient.

Manufacturer narrative:
The reported field event of lead impedance anomaly was confirmed. As received, device voltage was still at near beginning-of-life level and confirmed to have leads impedance anomaly occurred while device outputs were pacing and capturing normally, as reported in the field. Device was cut opened for further testing and inspection of the internal components. Tests results indicated that the reported high leads impedance is consistent with a u1 ic anomaly.